Event description:
A report has been received reporting a powered wheelchair is alerting a 3 flash code swapped leads and then 4. In speaking with the reporter it was learned the device needs a right motor. The concern voiced was that once the motor winding is opened up, if it stops in that position the device may not start. In the meantime it was learned the end user is using another wheelchair until this issue is resolved. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsi-2, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of the event has been contacted for additional information on this incident. No information was received regarding consumer's medical condition, stability and medication regimen. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.